Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited t wave oversensing. It was noted the r wave amplitude had decreased slightly, technical services (ts) noting this could be metabolic or higher intrinsic rates. This patient was not pacemaker dependent at this time. The health care professional (hcp) may elect to monitor for the time being. This pacemaker remains in service. No adverse patient effects were reported.